Manufacturer narrative:
Insulin pump received with compromised force sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Pump passed displacement test, self-test and unexpected restart error test. Pump passed all operating currents and tested within the specification range and passed off no power test. Pump received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted. (B)(4).

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states that insulin pump was not dropped or bumped. Customer states drive support cap was sticking out. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.